Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set leakage event on 23-feb-2026. The leakage was at the site. The infusion set was in use for 4 days. No further information available.